Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The over temperature control could not be adjusted because the pots on the pcb board were damaged. This damage was attributed to the customer. A user interface issue was therefore established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the end user was unable to adjust the overtemperature control on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.